Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lv lead was observed to have dislodged. The lead was explanted and replaced and this device remains implanted and in service.

Manufacturer narrative:
UDI: (B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited noise and oversensing that resulted in an unknown duration of pacing inhibition. Additionally, pacing impedance measurements varied from 300-600 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.